Event description:
Received a letter from an attorney alleging the patient was attempting to ascend a hill, when the scooter stopped and began to roll down a hill hitting a depression at the edge of a walkway, resulting in a fall. The attorney also alleges that the dealer serviced the scooter shortly before the accident by installing a new potentiometer for controlling acceleration and speed, and it is not clear if the repair had anything to do with the accident. The patient sustained unknown injuries and was hospitalized.

Manufacturer narrative:
The attorney advised pride in 2008, that the patient took the scooter in for another repair after the accident. The product was not preserved, so that pride could evaluate before this work was performed. Pride is unable to determine if this was a product problem due to the repair of the product. No further action to be taken.